Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side rupture and ¿implants feel like a plastic bag.¿ patient additionally reported ¿I feel tired and unable to do what I want,¿ ¿seizures,¿ and ¿put on weight, no appetite and strange things are happening to my body¿ which have been deemed to be not device related. Device remains implanted.